Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with high capture thresholds on their right ventricular lead. The lead was explanted and replaced. Patient was stable post procedure.